Event description:
It was reported that the pump battery depleted too quickly, leading to a pump shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, displaying a "high" value, although the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.